Manufacturer narrative:
The implant remains in situ. Photographs were provided which confirm the event of the cage collapse. A review of the device history records could not be performed as the identifying lot number was not provided. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
Around 4 months postoperatively, radiograph images revealed a collapsed expandable cage. The patient is asymptomatic. There are no plans for revision surgery. The surgeon will continue to monitor the patient.

Manufacturer narrative:
H7. Recall. H9. Z-1065-2025.